Event description:
The patient called lifescan and alleged that the meter was reading inaccurately erratic. The patient obtained results 259 and 176 mg/dl. The results were performed within 10 minutes. However, the patient was not applying the blood to the test strip correctly. No injury or harm was alleged. The patient attempted two check strip tests; both failed. This complaint is being reported as a malfunction because there is evidence of a meter malfunction (two check strip tests failed); however, there is no evidence of the meter contributing to a serious injury (the patient did not allege any harm or injury). A replacement meter has been sent.